Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons with contamination on the keypad contacts and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to a dim discolored display. A battery compartment crack was observed from the thread area to the case seal. The keypad was torn at the contrast button and was peeling. The contrast key was not responding. The up and down keys were intermittently unresponsive. The contrast button contact was missing. Contamination was found underneath the up and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).